Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603840, implantable port, allegedly experienced a break in the catheter. This information was obtained from a single source. This malfunction involved a five year old female patient with no consequences, the patient's weight was not provided.

Manufacturer narrative:
H10: the lot number was not provided and a lot history review could not performed. The sample has been returned for evaluation. The investigation has confirmed for a break, fracture, material separation, fluid leak, and material split/cut/torn. The root cause has not been determined. The device was labeled for single use. H10: g4,h2. H11: h6 (device code material split, cut or torn - 2537/2454/3024/4008, fluid leak - 1250). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample has been returned for evaluation. The investigation has identified a break in the catheter. The root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603840, implantable port, allegedly experienced a break in the catheter. This information was obtained from a single source. This malfunction involved a five year old female patient with no consequences, the patient's weight was not provided.